Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would no longer release the clips. The two jaws were not aligned. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with two severely bent grips, causing a misalignment of the grips. As a result, the clip could not be properly loaded on the clip groove of the grip-tips. The grips do not show cracking damage. Additionally, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no visible damage, there was no jaw misalignment. The issue with the clip applier occurred while loading the clip onto the clip applier (prior to being inserted into patient). When the clip was inserted onto the clip applier, it did not hold, and this occurred several times. The customer tried with another clip with the same problem. The clips that were used were hem-o-lok clip - non-absorbable polymer -medium-large. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue was resolved by using a spare clip applier.

Event description:
Refer to h10/h11 for follow-up information.